Event description:
Healthcare professional reported "pain", "capsule of the implant is thickened with deeper recesses, presence of silicone in the recesses between the implant and its capsule. No signs of leakage of silicone through the external capsule. Internally, the implant is thickened, the capsule is intact, small amounts of fluid in the recesses around the implant", "capsule of the implant is thickened with deeper recesses, presence of silicone in the recesses between the implant and its capsule. No signs of leakage of silicone through the external capsule. Internally, the implant is thickened, the capsule is intact, small amounts of fluid in the recesses around the implant", "implant significantly thickened, with indeterminate contours. No collections in the surroundings" and "defect of implant ¿ rupture cannot be ruled out" and "rupture". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Healthcare professional reported "pain", "capsule of the implant is thickened with deeper recesses, presence of silicone in the recesses between the implant and its capsule. No signs of leakage of silicone through the external capsule. Internally, the implant is thickened, the capsule is intact, small amounts of fluid in the recesses around the implant", "capsule of the implant is thickened with deeper recesses, presence of silicone in the recesses between the implant and its capsule. No signs of leakage of silicone through the external capsule. Internally, the implant is thickened, the capsule is intact, small amounts of fluid in the recesses around the implant", "implant significantly thickened, with indeterminate contours. No collections in the surroundings" and "defect of implant ¿ rupture cannot be ruled out" and "rupture". This record is for the right side. Device has been explanted

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis non penetrating nicks, creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "pain", "capsule of the implant is thickened with deeper recesses, presence of silicone in the recesses between the implant and its capsule. No signs of leakage of silicone through the external capsule. Internally, the implant is thickened, the capsule is intact, small amounts of fluid in the recesses around the implant", "capsule of the implant is thickened with deeper recesses, presence of silicone in the recesses between the implant and its capsule. No signs of leakage of silicone through the external capsule. Internally, the implant is thickened, the capsule is intact, small amounts of fluid in the recesses around the implant", "implant significantly thickened, with indeterminate contours. No collections in the surroundings" and "defect of implant ¿ rupture cannot be ruled out" and "rupture". This record is for the right side. Device has been explanted